Manufacturer narrative:
This second rv lead remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant of this right ventricular (rv) lead, the pacing impedance measurement was at 2,000 ohms. The sensing was 12 m volts and the pacing threshold measurement was 1.3 volts. The physician repositioned the rv lead; however, the pacing impedance measurement was at 2,000 ohms. This rv lead was extracted and replaced with another one of the same product family. After this second rv lead was placed, it was noted that the pacing impedance measurement was also 2,000 ohms. Because the sensing and pacing threshold measurements were in normal range, the physician elected to implant the second rv lead. No adverse patient effects were reported.